Manufacturer narrative:
D10: concomitants: (B)(6); 02-010-01-0340 - logic femoral ps cem right sz 4; (B)(6); 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6); 200-02-35 - three peg patella 35mm; (B)(6); 521-78-23 - threaded pin size 2.3 collared 2pk; (B)(6); 521-78-31 - threaded pin size 2.6 collarless 2pk; pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2016. Approximately 5 years and 11 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.